Event description:
It was reported that the customer was hospitalized due to high and low blood glucose. Customer's blood glucose reading at the time of hospitalization was 31 mg/dl, then at the hospital the blood glucose was over 700 mg/dl. Caller stated that she could not get the insulin pump to respond to button pressing for bolusing prior to hospitalization. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.